Event description:
Boston scientific received information that this patient was in the clinic and a boston scientific representative noted the device was pacing at 110ppm with very little activity. The device was in a mode switch due to atrial fibrillation (af). The ventricular rate response (vrr) was programmed off, the device began pacing at 130ppm. The accelerometer was programmed off and the pacing returned to the lower rate limit (lrl). A download of the device data was performed and reviewed by a boston scientific engineer. The engineer informed the representative of the results and discussed programming options for this patient. The patient is pacemaker dependent and has been symptomatic with the high rate pacing. The accelerometer was programmed off and the decision has been made to explant this device in the near future. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently explanted and returned for testing. This product issue will be updated when device evaluation is complete.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This product issue will be updated if additional information is received.